Event description:
It was reported that when using the bd pyxis medstation system, the keyboard failed to function, which hindered users from accessing medication. The malfunction occurred when a user tried to dispense medication to the patient, causing a delay in dispensing medications and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a keyboard failure. A field service engineer discovered that an external keyboard was connected to the site. Replaced the keyboard as pm just in case during the visit to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.